Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a new bag of medication and tubing was hung at 1357. This was a continued infusion but the pump was cleared about 10 minutes later. The pump was pulled and still showed the amounts infused. There were 3 other infusions running. Channel a consists of phenylephrine at 75 ml/hr, channel b consists of saline at 10 ml/hr, channel c consists of vasopressin at 9 ml/hr and channel d consists of hydromorphone at 1 ml/hr. Channel d is the one for concern. After about 45 minutes, the bag was about empty (~30ml after priming new tubing). The pump said only 0.68 ml infused. There was no harm to patient.

Manufacturer narrative:
Omit : b17 - device not returned and c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a new bag of medication and tubing was hung at 1357. This was a continued infusion but the pump was cleared about 10 minutes later. The pump was pulled and still showed the amounts infused. There were 3 other infusions running. Channel a consists of phenylephrine at 75 ml/hr, channel b consists of saline at 10 ml/hr, channel c consists of vasopressin at 9 ml/hr and channel d consists of hydromorphone at 1 ml/hr. Channel d is the one for concern. After about 45 minutes, the bag was about empty (~30ml after priming new tubing). The pump said only 0.68 ml infused. There was no harm to patient.